Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, when connecting the tacticath se to the tactisys, the reset button was red and the target on the ensite precision was purple. The ensite precision was connected to the tactisys (green icon). The connection between tactisys and tacticath se was verified. The catheter was not in contact with the patient. The catheter showed no abnormalities upon visual inspection. The catheter was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.